Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The unit has been returned and evaluated by the failure analysis (fa) team. The unit returned for failure analysis and the reported failure (error 23087) confirmed but not replicated. The unit was tested on an in-house system and passed normal mode. The logs showed 23087 errors coupled with 23138 errors. During the inspection, the carriage was reviewed for any signs of pinched flat flex cables (ffc). The unit was inspected for any signs of contamination and none were found. The ffc was found to be fully connected. The unit went through more testing and passed all required tests. The isa printed circuit assembly (pca) will be replaced as a fix to the reported problem. A review of the procedure log showed a pancreatectomy ¿ distal was performed on (B)(6) 2022 on system sk0179. A review of the site's system logs for the reported procedure date was conducted by the tse. Investigation revealed the following possible related system errors: error 23087 - hall sensor/encoder error. Usm3 axis 7, possible faulty hall sensor, encoder disk that has slipped or an encoder that has stop working no image or video of the procedure was provided for review. This complaint is considered a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the customer had repeated recoverable faults on universal surgical manipulator (usm) 3. The customer had previously power cycled the system and the fault returned. Technical service engineer (tse) reviewed the logs and found repeated 23087 errors on usm3 axis 7. The tse requested the customer hard power cycle the patient side cart (psc) without resolve. Tse advised the customer emergency stop and remove the drape to access the axis 7 disc on the arm, back drive the axis and the customer stated that all of the other axes on the arm had resistance when trying to move but they could move. The customer stated when moving the axis 7 disc, it spun easily, unlike the others. The customer continued with the procedure with only three arms. The customer did not have other pscs to swap because they were all in use. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.